Event description:
According to the reporter: the tip of the trocar wipe was flaking off. ***historically, attempts to obtain from FDA redacted information from maude reports forwarded to covidien by the FDA have resulted in the response that, "the report that was sent is the copy that provides you with all the allowed releasable information from the report(s). Unfortunately, we are unable to release any further information that pertains to the report(s) in question" therefore, no additional information for this report is available.***

Manufacturer narrative:
(B)(4).